Manufacturer narrative:
A clinical complaint investigation has been performed. Crrt therapy was initiated for pt's medical diagnosis of multiple organ failure. The customer is stating that the pt death was not related to prismaflex system. Gambro technical services evaluated the prismaflex system. Functionality test per MFR's procedure and a simulated treatment was performed. The machine, scales, pumps and pressure tested within MFR's specifications. 510(k)# is k041005